Event description:
During an in-clinic follow-up, decreased pacing impedance and increased capture threshold were detected on the right ventricular (rv) lead. No known intervention has been performed at this time. The patient was stable and will continue to be monitored.